Manufacturer narrative:
H6: investigation findings - code 114 is based upon the evaluation of user facility information and the investigation of the returned sample; code 213 is based upon functional testing of the returned sample. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The sheath and carrier tube were found to have been cut near the base of the hub. The tubing was returned with the device and the tamper tube was found to have still been present within the carrier tube. The collagen was also returned with the device. No other damage or deformation to the device was identified. The carrier tube hub was opened to further inspect the spool and suture. The spool of suture was found to have been undeployed. No blockages or issues with the component were identified. Functional testing was performed by attempting to pull the suture and test deployment. The component was able to deploy, and no issue was found during functional testing. The complaint was able to be confirmed. No root cause was able to be determined. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that post cardiac catheterization, the plug and foot plate of the angio-seal device involved deployed correctly, however the retaining suture would not retract from the delivery system, rendering the closure device un-usable. The device was cut and removed from the patient. Manual pressure was held on groin access site. There was no adverse outcome to the patient. The patient was in stable condition. There was no patient injury/medical or surgical intervention required. Additional information was received on 20 jan 2022: the sheath size used was a 6 fr pinnacle. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lead cath lab tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.